Event description:
Asku

Event description:
It was reported that the patient developed a pnemothorax; therefore, the physician is hesitant to change the 4568 lead. The 4568 lead had low impedances. Follow up was unable to determine which lead resulted in the pnemothorax. The device was changed out and both leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: type of reportable event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.